Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer confirmed that he sees bubbles in the tube and customer was asked to push the reservoir by the plunger to remove the bubbles customer confirmed that the bubbles are not moving. No harm requiring medical intervention was reported. The device will not be returned for analysis.